Event description:
The patient was revised because of infection. Osteolysis, poly wear and loosening noted.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported infection or noted polyethylene wear or device loosening; however, infection after approximately 10-years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.